Event description:
Boston scientific received information that approximately one month post change out to a competitive device, the right ventricular (rv) lead exhibited high out of range shock impedance measurements in several configurations. The lead was programmed rv to can with acceptable impedances. Defibrillation threshold (dft) test was discussed, however it has not yet been performed. The physician opted to reprogram the shock vector distal coil to can to take the proximal coil out of the circuit. The cause of the out of range shock impedance measurements was unable to be determined. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.